Event description:
The pt sustained facial trauma in 2008 which resulted in a fracture of the left angle of the mandible. This original fracture was not treated and resulted in a mal-union and a malocclusion. In (B) (6) 2009, he presented to woodhull hosp where an osteotomy was performed, occlusion reestablished and the bony segment realigned. The osteotomy site was rigidly fixated with a 2.3mm, 6 hole stryker bone plate. The pt did not return for follow-up visits until (B) (6) 2009 at which time the fracture site was infected. Radiographs showed that the bone plate was broken.

Manufacturer narrative:
Device not returned. Investigation of device history and possible root causes in process.